Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was getting hot, running rough and noisy during procedure. The operation was completed with only a slight delay due to back-up handpiece was plugged in. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that there was no fault in the device. If information is provided in the future, a supplemental report will be issued.